Event description:
Customer reported obtained a result of 451 mg/dl on the advantage system and 30 minutes later tested hi on the advantage system. The customer went to a clinic due to feeling ill and received a result of 56 mg/dl on the professional device, while the advantage system read hi. Customer was using expired test strips. Customer stated she had to be given juice as she was too ill to treat herself. Requested return of suspect system and replacement was sent.